Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to have been pulled back as confirmed through an x-ray. The plan was to bring the patient to clinic for lead measurement and possibly modify programming. To date, the lead remains in service. No adverse patient effects were reported.